Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) errors" was confirmed during the event log review but was not reproduced during the functional testing. Upon further testing, the root cause of the tcmid:05 error was found to be due to a worn and degraded lm34 temperature sensor, likely attributed to the aging of the device. The thermogard xp ivtm system was manufactured in november 2016 and is more than five years old. Upon visual inspection, unrelated to the reported complaint, zoll service personnel observed a cracked pump lid, degraded colwell cap, worn gasket and white roller, noisy display fan, and old display battery. The root cause for the observed physical damages are likely attributed to user mishandling and normal wear and tear of the thermogard system. The damaged parts and the old battery will be replaced to address the observed damages. The event log review indicated several tcmid:05 errors on and around the reported event date, thus, confirming the reported complaint. In addition, unrelated to the reported complaint, the event log showed two tcmid:07 (coolant temp high) errors around the reported event date. The thermogard xp ivtm system passed the preliminary functional testing followed by the burn-in test without any issues. The customer reported tcmid:05, and the observed tcmid:07 in the event log were not reproduced during the functional testing. However, further testing of the thermogard system revealed a worn and degraded lm34 temperature sensor as the root cause for the tcmid:05 and tcmid:07 errors. The lm34 temperature sensor needs to be replaced to address the observed errors. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During the annual preventive maintenance (pm) performed by the hospital biomed, the thermogard xp ivtm system (sn (B)(4) displayed tcmid:05 (coolant diff failure) errors. No patient involvement.

Manufacturer narrative:
Upon further functional testing, unrelated to the reported complaint, the thermogard system failed the hi-pot test. The root cause was due to a defective power supply, likely attributed to aging of the device. The power supply was replaced to address the observed problem. Following service and replacement of all the defective and damaged parts, the thermogard xp ivtm system passed all the final functional tests without error.